Event description:
It was reported that the lead exhibited high capture thresholds and a decrease in signal amplitude. The patient's condition was good before and after the event.

Manufacturer narrative:
No medwatch form was received.